Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted the tsc to report the vision produced false negative results on a patient sample known to have anti-jka while using 0.8% surgiscreen cells in igg gel card lot 031020001-05. It was expected for cell 1 and cell 2 to show positive reactivity. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. Have demonstrated that patient accuracy is not affected and that the concern is isolated to the patient's antibody did not react with the jka antigen epitope on the reagent red cells.